Manufacturer narrative:
The referenced device explant is covered under medwatch MFR# 2916596-2015-00803. Approximate age of device - 10 months. Although the reported low flow alarms were confirmed through the evaluation of the submitted log file, a correlation to the findings of the evaluation of the returned pump could not conclusively be determined. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Examination of the rotor upon disassembly of the pump also revealed a flat, denatured, tissue-like deposition adjacent to one of the rotor blades. Areas of this deposition were hard and denatured, indicating that it was likely present while the pump was supporting the patient. However, its lack of lamination suggested that it may have developed elsewhere. A root cause for the development of the observed formations and a correlation to the patient¿s condition could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced consistent low flow alarms which were confirmed through evaluation of the log file that was submitted for review. The patient was asymptomatic. The patient remained ongoing on the lvad for approximately 7 days until the pump was explanted due to an abdominal wall fistula. During the investigation of the returned pump, thrombosis was found.